Event description:
The customer reported alarm keeps going off when trying to take pictures and doesn't take picture. There was also a generator error and no fluoro is possible. No patient injury was reported.